Event description:
The customer's mother reported via phone call that the insulin pump was beeping and that the customer experienced high blood glucose. The customer's blood glucose was 308 mg/dl. The customer explained that there was a small series of beeps every 15 minutes. The customer stated that the buttons were neither pressed nor accidentally pressed. The customer was advised to monitor the insulin pump and call back if necessary. The customer declined troubleshooting for high blood glucose. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.